Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : the reported issues cannot be confirmed as a defect based on results achieved from prior investigations. In some instances mechanical failure is due to wear and tear. The defect is a severity s1. No further investigation is required due to low severity risk. No adverse health consequences; may result in annoyance to user or patient. Will continue to monitor trends and investigate special causes. Investigation conclusion the reported issues cannot be confirmed as a defect based on results achieved from prior investigations. Root cause description in some instances mechanical failure is due to wear and tear. Rationale - no CAPA necessary based on investigation

Event description:
It was reported unspecified bd¿ lancing device that the cap is broke.

Manufacturer narrative:
The following fields have been updated with corrections: reason code for no evaluation: other.

Event description:
It was reported unspecified bd¿ lancing device that the cap is broke.